Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced an error message on the receiver. Patient could not recall what the error message was. No additional patient or event information is available.